Manufacturer narrative:
An event regarding loosening involving a reliance stem was reported. The event was confirmed through the medical review. Method & results: -device evaluation and results: not performed as the reported device was not returned for evaluation. -medical records received and evaluation: a medical review was performed and concluded: "suboptimal cementation technique resulting in virtually absent cement mantles on anterior and medial side of stem resulted in early failure of implant fixation requiring revision." Conclusions: a medical review was performed and concluded that "suboptimal cementation technique resulting in virtually absent cement mantles on anterior and medial side of stem resulted in early failure of implant fixation requiring revision". The clinician further indicated that there was no evidence of a device related issue. No further investigation is required at this time. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Total right hip revision. Failed right cemented reliant cm stem. Bipolar component replaced with restoration modular cone conical and tritanium revision cup. No surgical delay or patient height/weight information. Procedure was completed successfully.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Total right hip revision. Failed right cemented reliant cm stem. Bipolar component replaced with restoration modular cone conical and tritanium revision cup. No surgical delay or patient height/weight information. Procedure was completed successfully.